Manufacturer narrative:
Additional information received states that the patient had a pump exchange prior to the event, pump serial number was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Serious and life threatening adverse events, including gi bleeding and associated anemia, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported via the clinical database, that the patient was admitted for treatment of a subtherapeutic inr and anticoagulation bridging on (B)(6) 2015. The patient had a previously reported issue with thrombus, so medical team requested patient come to hospital when lab results indicated patient's inr to be below target range. The patient reported some fatigue, but otherwise was asymptomatic. Fatigue was determined to be related to anemia secondary to ongoing issues of gi bleeding and iron deficiency. The patient was treated with two units of packed red blood cells on (B)(6) 2015. No additional information provided.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.